Manufacturer narrative:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our company field service engineer investigated the anesthesia system at the hospital. System checkout failed the gas analyzer test and gas analyzer was replaced. The replaced gas analyzer was not returned for investigation. The pressure transducer test could not be reproduced and no additional parts were replaced. The anesthesia system was successfully tested and was cleared for clinical use. A complete set of device logs was received and the test log shows that apart from the gas analyzer test failure, the pressure transducer test failed due to the expiratory pressure transducer having a too high zero pressure offset. A faulty exp pressure transducer is suspected to have caused this offset issue. The true cause of the events has not been determined.